Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was a poly swap due to wear.

Manufacturer narrative:
An event regarding wear involving a dura duration a/p tib lg 9 was reported. The event was confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A medical review concluded the radiological findings provide a plausible explanation for the failure of this pi case due to excessive wear as most probably caused by some degree of flexion instability in the knee as caused by excessive posterior tibial slope with baseplate overhang on the rear side of the tibia resulting in functional deficiency of the pcl. This pi case is not device related. A review of the device history records could not be performed as the lot ID was not provided. A complaint history review could not be performed as the lot ID was not provided. Based on the clinical review carried out the root cause of the wear was determined to be procedure-related with a partial additional contribution by patient-related factor of obesity. No further investigation is required at this time.

Event description:
It was reported that there was a poly swap due to wear.